Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus tip and cursor did not line up and calibration did not correct the issue and the bezel overlay assembly was therefore replaced and calibrated with the stylus to resolve. It was further noted that the latch tabs were broken off the power cord door and the rubber pads on the lower case were damaged, both were replaced to resolve.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch pen stylus was not working. The stylus was changed out but its contact point remained about two inches away from the arrow on the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.